Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported the optical coherence tomography procedure was to image the internal carotid artery. The dragonfly opstar imaging catheter was used with the barewire from an emboshsied nav6; imaging was successful. However, during the procedure the dragonfly catheter came too close to the tip of the barewire causing the wire to loop back on itself and on the dragonfly catheter. The barewire tip got twisted and wrapped with the catheter. During pullback, the guidewire tip got stretched and separated. After the tip separated, the dragonfly catheter and the guidewire were removed independently. The tip of the guide wire that separated in the carotid artery was snared from the patient. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Visual analysis and additional testing were performed on the returned device. The reported difficulty removing the catheter was unable to be confirmed due to the operational context of the reported issue. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the difficulty removing the catheter was due to operational context. The guidewire employed with the complaint catheter was reportedly damaged (prolapsed, stretched, and twisted resulting in a separation of the distal tip); however, there were no catheter defects or anomalies which can be attributed as the cause of the reported difficulty to remove. The stretched guidewire exit notch is an effect of the difficulty to remove and reported guidewire damage and is therefore not able to be directly attributed as the cause for the reported difficulty to remove the catheter. It is likely that the employed guidewire became damaged which cause the reported difficulty removing the catheter from the guidewire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.